Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) ablation procedure to treat atrial fibrillation,a faradrive steerable sheath clear was selected for use. During the preparation of the faradrive steerable sheath clear, air bubble entered through the hemostatic valve. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complication was reported. The product is expected to return for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported visible air/bubbles event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed the internal valve was torn by its center slit creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: analysis of the returned sheath found the internal valve was torn by its center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath. Analysis of the returned sheath also found hemostatic valve deformation due to prolonged dilator insertion during transportation or device storage. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientifics investigation determined the internal valve was torn by its center slit most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the pulsed field ablation (pfa) ablation procedure to treat atrial fibrillation,a faradrive steerable sheath clear was selected for use. During the preparation of the faradrive steerable sheath clear, air bubble entered through the hemostatic valve. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complication was reported.